Event description:
Medtronic ent rep reported that during a functional endoscopic sinus surgery, while navigating with the straight probe, the monitor display flickered black for 1-2 seconds. After that, the image returned and the case proceeded w/o issue.

Manufacturer narrative:
The site was unable to provide the pt mr number. The rep checked the cables to the surgeon monitor and was unable to reproduce the issue. No return is expected.